Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that 12 months post implantation in the right proximal sfa in overlap with a 6 x 170 mm stent, the vascular stent was found to be fractured. Reportedly, the lesion had been pre-dilated. After stent placement, the stents were post-dilated with two drug-coated balloons (6 x 150 and 6 x 80 mm). As reported, there was no clinical consequence and no intervention was performed due to the stent fracture. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2016-00245.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the date of stent implantation were provided. On the basis of the evaluation of the images, the stent had been placed properly and no indication for a significant stent elongation or reduction of the stent lumen could be identified. As no images of the date of event were provided, the reported stent fracture could not be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or a challenging stent placement site may be contributing factors to this type of event. Also an irregular stent placement may contribute to the reported stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. As reported, the stent was placed in overlap with another stent and pre-dilation of the lesion had been performed. On the basis of the images provided, no irregular stent placement, difficult vessel anatomy , or significant calcified vessels were determined. On the basis of the information available, a definite root cause for the reported event could not be identified. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU sufficiently describes the correct stent deployment procedure. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard technique and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 12 months post implantation in the right proximal sfa in overlap with a 6 x 170 mm stent, the vascular stent was found to be fractured. Reportedly, the lesion had been pre-dilated. After stent placement, the stents were post-dilated with two drug-coated balloons (6 x 150 and 6 x 80 mm). As reported, there was no clinical consequence and no intervention was performed due to the stent fracture. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2016-00245.